Manufacturer narrative:
The instructions for use for the ijs-e system states the following: "the ijs-e system should not be used if the following are present: active or latent infection, insufficient quantity or quality of bone (bone loss greater than 30% of the total articulation or involving an entire column of the distal humerus, coronoid bone loss of 50% or more) and/or soft tissue, material sensitivity, or patients who are unwilling or incapable of following post operative care instructions." "Improper placement, positioning, alignment or fixation of the ijs-e construct may result in unusual stress conditions which may lead to subsequent reduction in the service life of the components, construct failure, postoperative complications or ineffective treatment." "The device is not designed to withstand the stress of weight bearing, load bearing, or excessive physical activity. Device loosening or breakage may occur when the implant is subjected to excessive loading during soft tissue healing or delayed healing." Based on the information currently available, and because the device was not returned for evaluation, a definitive root cause could not be established at this time, however potential contributing factors include patient anatomy, construct positioning, and loading conditions.

Event description:
An implanted double ijs-e (internal joint stabilizer - elbow) broke at the base of both booms, requiring revision/removal surgery.